Event description:
In february 2006 the lay-user/patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. The medical affairs specialist mailed a letter to the patient in february 2006 to obtain/verify information. Around 8:00 am on an unspecified date, the patient tested herself and got "295 mg/dl." She retested at an unknown time later and got a reading "around 300 mg/dl." She denied taking any type of action/intervention after getting the meter readings. The patient developed "sweating" and was taken to the hospital where she received IV treatment. The customer care advocate (cca) verified that the patient had been using finger blood samples and was cleaning the puncture sites properly. In addition, she was applying her blood correctly to the test strips that were in good condition. However, the cca noted that the patient's meter was not coded properly. It would have been helpful to know the following information: what date she obtained the meter readings, the time difference between her meter readings, when the symptoms started, and when she was taken to the hospital. It also would have been helpful to know what medication/treatments she received on the day of the event, how long she was in the hospital for, what her blood glucose was in hospital if it was even taken, and what adjustments, if any, made to her medication regimen as a result of the event. This complaint is being reported due to the following conclusion: the patient reportedly developed a symptom of "sweating" and was taken to the hospital where she received IV treatment after obtaining blood glucose readings of 295 mg/dl and 300 mg/dl.